Event description:
New information received notes the right ventricular (rv) lead had dislodged and exhibited unspecified oversensing.

Event description:
It was reported that the patient presented for the lead revision procedure. Prior to the procedure, it was noted that the right ventricular (rv) lead had dislodged. The rv lead was capped and replaced on (B)(6) 2024. The patient was in stable condition throughout the procedure.